Manufacturer narrative:
The company service representative examined the system and was able to confirm but not replicate the reported event. As a preventative measure (pm), the fluidics module was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The fluidics module was received; however, since the fluidics module was replaced as a preventive measure (pm), sample evaluation was not required. Quality assurance will continue to monitor data for evidence of adverse trending related to the fluidics module, and take further action, as appropriate. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, low vacuum rate was experienced during phacoemulsification. The case was completed without patient harm.